Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was difficult to irrigate, with very little output observed. Subsequently, the balloon deflated, and a blood detect error displayed. During a pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation, a polarxfit catheter was selected for use. The procedure began without issue. While in use, it was observed that although the injection pressure was strong, very little output was noted from the catheter. The case continued and approximately 25 seconds after the balloon was inflated and freezing began in the left upper pulmonary vein, the balloon deflated itself without any warning. Another application was performed, and a blood detect error displayed. Troubleshooting included exchanging the power cord and cables, but the issue persisted. The device was restarted without resolve. Finally, the catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.